Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection found no visual anomalies with the set screw. Moreover, there was no noted damage with the returned set screw as reported in the complaint event description. A device history record (DHR) review identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no trends for issues of this nature. The root cause is unknown as there was no product problem identified. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.

Event description:
International affiliate reports the set screw became cracked during insertion. There were no adverse consequences to the patient and no delay as another set screw was available for use.